Event description:
Husband of pt called wanting the rods which were removed from pt's back on about date. The rods were apparently not saved. The husband insisted he gave direction to save to the charge nurse in pre-op hold. Both nurses do not recall that and it is not charted. In or, the scrub tech asked the dr if the rods were to be saved and dr said "no". Pt's husband is upset that the rods were not saved. Husband stated "they are evidence" and referred to a tv show of 2 yrs ago. The rods were not inserted at this hosp.